Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal cruciate retaining (cr) narrow porous: catalog#: 42502206202, lot#: 64988954; articular surface medial congruent (mc) right 12 mm height use with tibia sizes c-d/cr femur sizes 6-7: catalog#: 42522100412, lot#: 64919251; all-poly patella cemented 32 mm diameter: catalog#: 42540200032, lot#: 65238886. Report source: foreign: australia. Customer has indicated that the product will not return to zimmer biomet for investigation, as the product has not been returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately fifteen days post-implantation, the patient felt their knee twist and give way. The patient underwent revision surgery of the tibial component one week later without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: abnormal positioning/orientation of the tibial component. No periprosthetic lucencies. No radiographically identified fracture. Bone quality appears normal. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.